Event description:
The customer reported that the 9900 system displayed a white image on the left screen. No patient injury was reported.

Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The voltage was adjusted on the fluoro functions board and the power supply, and the ps2 power supply connector was reseated. The system was tested and is operating as intended.